Event description:
The customer alleged no audible alarm. The customer's biomed dept inspected the device and could not duplicate the alleged event. As a precaution, the alarm assembly, keyboard assembly, and power switch were replaced by the customer's biomed dept. The unit passed extended self testing and is now back in service. There was no pt injury as a result of the alleged no audible alarm. It is not verified that there was no audible alarm and no malfunction may have occurred.